Manufacturer narrative:
The rapid infuser has been returned to belmont for evaluation. Evaluation of the unit is in process; a follow-up report will be submitted. Upon reviewing photographs provided by the user facility, there was a burn mark noted on the heater housing, which indicates that the heat exchanger of the disposable set may have been damaged. The disposable set was not returned to belmont for evaluation, nor was the lot number available. The manufacturing records for this serial number were reviewed and nothing notable was observed. There was no patient injury reported. A follow-up report will be submitted upon completion of the investigation.

Event description:
Belmont's sales representative received a complaint from the hospital clinical engineer and relayed the following report: "this was a sick trauma patient receiving massive transfusion via the belmont when it was noticed that the machine was smoking. When the door was opened to check on the heating element a large plume of smoke billowed out of the belmont. It was taken outside and reportedly flames came out of the unit and a fire extinguisher was discharged to quell the flames."

Manufacturer narrative:
The rapid infuser infuser was returned for investigation. Upon receipt, it was noted that both inside and outside of the system was severely contaminated with saline. As fluid contamination may damage internal components, the service and preventive maintenance schedule outlined in the operator's manual instructs the user to check the unit seals every six months. The manual provides the following cleaning instructions: "inspect the seal around the unit to make certain it is in good condition. Check also the seal around the touch screen and ceramic disks. Use dow corning 732 multipurpose rtv sealant or equivalent if needed to maintain fluid resistance." There was evidence of high temperature damage due to blood clotting in the heat exchanger of the disposable set. The heat exchanger was melted and fused to the machine, which caused severe damage to the bobbin assembly. The only known cause of coagulation in citrated blood is the addition of calcium-containing products, such as lactated ringer's. The user reported that the following types of infusates were administered during the procedure: packed red blood cells, fresh frozen plasma, and crystalloid. The user facility will be contacted for additional information, as certain crystalloids such as lactated ringer's are contraindicated and may lead to clot formation inside the heat exchanger. We were unable to thoroughly investigate the disposable set, as the set was severely damaged and the lot number was not available. Should additional information become available, a follow-up report will be submitted.